Event description:
Customer stated "the switch casing was cracked and came apart about 2 months ago. She used duct tape to hold the switch casing together so she could continue using the pad. Last night, while using the pad, she heard a pop and saw smoke come out of the switch casing." Consumer continued using the pad even though IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration." Product was returned for investigation. An investigation was done into the customers complaint, and it appeared as though the customers switch had cracked, and the customer decided to tape it back together and continue to use it. Customer did not seek out medical attention. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.